Event description:
Information received indicating that a smiths medical cadd ms3 pump shut off with no error message or alarm. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in used condition. The investigator was unable to replicate the customer reported product problem (pump shuts off without an alarm). The pump did not shut off during testing. The pump program ran for an extended period of time without any issues. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump software was reinstalled as a preventative measure.